Manufacturer narrative:
Clarification to d6a implant date - partial implant date reported as "2010". This was removed from the record as (B)(6) 2010 is before the manufacturing date of the device.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device was explanted and replaced. Device available for return.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device was explanted and replaced. Device available for return.